Event description:
In 1999, this pt underwent fiberoptic bronchoscopy, right thoracotomy and lysis of adhesions and multiple wedge resections of right lung for germ cell metastases. During the surgey, there was a large 9cm lesion in the lower lobe. These were all resected with staplers. Because of the dense adhesions taken down, argon beam coagulation was used in the pleura. In 2000, a CT scan of the lung and mediastinum noted a metallic foreign body in the right medial pleural surface. It is suspected that this metallic object resembles the tungsten needle tip of the conmed bend-a-beam handpiece.